Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample when testing with the cobas® sars-cov-2/influenza a/b assay. The customer reported that they observed a sars-cov-2 positive result for a patient¿s sample analyzed on the cobas liat system. The patient¿s same sample was retested on the simplexa that generated a sars-cov-2 negative result. On (B)(6) 2021 a second test of the patient¿s sample was tested using the simplexa that generated a sars-cov-2 negative result, unknown if same sample or a recollected sample was used. No patient sample collection details were made available. No harm or injury was indicated the results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).